Event description:
In (B)(6) 2016, five rib plates were successfully implanted to treat rib fractures. The patient developed an infection and all five plates were removed on (B)(6) 2016. Plates were not returned for investigation.